Manufacturer narrative:
No further information are available.

Event description:
About 11 years after primary the surgeon revised the patient for pain and pe debris found in the joint. Liner and ball head swap. Primary surgery done in 2007, the exact date is unknown.